Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, diagnosed by ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturers device. The capsule was sent to pathology for analysis which found fibrosis in the periprosthetic capsule and a negative cd30 lymphoid component.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture-breast was requested on april 22, 2024. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, diagnosed by ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturers device. The capsule was sent to pathology for analysis which found fibrosis in the periprosthetic capsule and a negative cd30 lymphoid component.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d4, h4.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, diagnosed by ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturers device. The capsule was sent to pathology for analysis which found fibrosis in the periprosthetic capsule and a negative cd30 lymphoid component.